Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject home monitor associated to a platinum dr (with serial number (B)(6) has not sent any alerts, even though the patient is in atrial fibrillation since (B)(6) 2019.

Manufacturer narrative:
Preliminary analysis showed that the maximum number of alerts that can be sent between two programmer interrogations regarding atrial fibrillation (af) events was reached on (B)(6)2019. This explains why no alert was sent after this date, even if the patient was in permanent af since (B)(6)2019. The device behaved as specified.

Event description:
Reportedly, the subject home monitor associated to a platinium dr (with serial number (B)(4)) has not sent any alerts, even though the patient is in atrial fibrillation since june 2019.

Event description:
Reportedly, the subject home monitor associated to a platinum dr (with serial number (B)(4)) has not sent any alerts, even though the patient is in atrial fibrillation since (B)(6) 2019.